Manufacturer narrative:
B3: date of event; day is unknown. Month and year provided (5/2025). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's cassette was not attached. The event happened during testing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded/damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. Review of the event history showed no errors related to the customer reported issue. The dso seal was replaced and the device then passed all testing.